Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric mid circumflex artery that did not have any tortuosity and was 100% stenosed. Before use, a 2.25 x 15 mm mini vision stent dislodged from the stent delivery balloon when the stylet was removed. Therefore, a 2.25 x 18 mm mini vision stent was implanted to successfully complete the procedure. There was no patient involvement. No additional information was provided.